Event description:
Per journal article: "medium term (> 12 months) outcomes after laparoscopic hiatal hernia repair without conventional fundoplication using ph4b-mesh implant (phasix) in 176 reflux patients: experience and technique.". The article describes a retrospective single-center analysis of 176 consecutive ph4b-mesh cruroplasty cases at a high-volume surgical center. A total of 188 patients suffering from gerd due to hiatal hernia underwent ph4b (phasix st mesh) cruroplasty between june 2020 and december 2022. Complete one year follow-up was obtained for 176/188 (93.6%). The postoperative complications include dysphagia (13 patients) in which 8 patients required endoscopy and one patient experienced a postoperative abdominal wall hematoma. The treatment failure rate, defined as the recurrence of reflux symptoms, was 3%. Diagnostic endoscopy and barium swallow testing proved recurrent hiatal hernia in four out of six patients in which two required revisional surgery and ppi. The article concluded that the augmented ph4b mesh cruroplasty without conventional fundoplication shows excellent intermediate-term results in patients with reflux disease due to hiatal hernia and is safe. Around one in thirty patients experience treatment failure within 2 years of surgery. Hernia size and overweight are key determinants of treatment failure. Per additional information provided by co-author in follow up, "the mentioned complications are - from my point of view - not mesh-related and the rate of postoperative dysphagia as well as the recurrence rate have been very moderate.".

Manufacturer narrative:
Additional information provided by a co-author of the article suggests the postoperative complications were not mesh-related. The article concluded that the augmented ph4b mesh cruroplasty without conventional fundoplication shows excellent intermediate-term results in patients with reflux disease due to hiatal hernia and is safe. Hematoma, dysphagia, and hernia recurrence are identified as possible complications in the adverse reaction section of the instructions-for-use, included with the product. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jun-2020) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.